Manufacturer narrative:
The pt expired and no autopsy was performed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The hosp reported that the pt developed a pump pocket infection and then sepsis. The pt expired due to sepsis. The family declined an autopsy, so there was no explant of the pump done.